Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula bent events on (B)(6) 2024. The events occurred after 3 hours of insertion. The insertion site was at abdomen and the set was in use for 10 hours respectively. The blood glucose level at the time of event was 33 mmol/l and patient resolved it with correction injection via multiple daily injection (mdi) followed by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.